Event description:
Ous MDR - we were informed this lead had dislodged. There were no adverse patient effects reported. The lead was not returned for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.